Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents , rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced the high blood glucose and insulin pump had keypad issue. The customer's blood glucose was 600 mg/dl. The customer was treated with the manual injection. The customer was stated that act button not working. The troubleshooting was not completed for high blood glucose. The customer was getting motor errors 4 to 5 times before button anomaly, was not prime completely. The customer reported that the time clock advanced 1 minute. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.